Event description:
It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, incorrect interpretation of signal causing inappropriate shock on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient was in stable condition.